Event description:
Info received indicates the CPR is not working at times, but the head will lower when the siderail buttons are used.

Manufacturer narrative:
The technician replaced the CPR valve to repair the bed.